Event description:
A patient reportedly was overfilled during a ccpd treatment. The ccpd fill volume is 1,000 ml. The nurse saw the volume gradually increase to 0-200 and left the room. When she came back, the cycler was giving a scale alarm and the drain bags were swinging. She stabilized the bags, cleared the alarm and resumed treatment. She did not check the fill volume at this time. She left the patient for about 20 minutes and when she came back, patient was short of breath and very uncomfortable. Two of the four solution bags were almost empty. She did not check the fill volume and bypassed to drain 1. The patient drained 4,000 ml. The cycler gave a therm. Alarm so she disconnected the patient. She connected the patient to another cycler and resumed the drain. Patient drained an additional 1870 ml. There was no serious injury/illness.